Event description:
During remote follow up, post-paced t-wave oversensing and fusion were observed on implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed, however, additional episodes of post paced t wave oversensing were observed. The patient was stable.